Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The hospital's biomeds verified the malfunction in the device's memory logs, however, the biomeds could not duplicate the reported problem. The unit passed extended self testing with no part being replaced.